Event description:
It was reported to medtronic minimed that the customer experienced customer experienced sensor glucose vs blood glucose reading difference. The difference was outside of the acceptable range, insulin delivery was not suspended due to sensor glucose vs blood glucose reading difference and change sensor/bad sensor alert. The customer reported blood glucose value of 40 mg/dl. The customer reported hypoglycemia with no treatment mentioned. The event involved product(s) mmt-7040c9. Troubleshooting was performed for sensor glucose vs blood glucose. The blood glucose value of 40 mg/dl and sensor glucose value of 80 mg/dl, the difference was 40 mg/dl which was outside the acceptable range. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Troubleshooting was not performed for hypoglycemia. No further patient complications were reported. Product return for mmt-7040c9 is not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.